Event description:
It was reported that patient had an initial ablation procedure on (B)(6) 2011 and patient had pericardial effusion after the procedure. The pericardial effusion was described as less than 10 mm. The investigator reported that the event is procedure related and unrelated to the drugs or device used in the procedure. Event resolved without sequelae on (B)(6) 2010 and the prognosis of the patient is satisfactory. The event is definitely procedure-related according to (B)(4).

Manufacturer narrative:
(B)(4). The event occurred as part of the (B)(6) study. The product was not returned to biosense webster for analysis.